Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "stabbing pain, rupture." Healthcare professional reported "pain", "baker ii capsular contracture", "a small volume collection around the breast implant", "silicone granuloma" and "lymph node enlarged and with cortical thickening at level I" via MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, granuloma, seroma-late and rupture.

Event description:
Patient reported, right side "stabbing pain, rupture". Healthcare professional reported, "pain", "baker ii, capsular contracture". "A small volume collection around the breast implant", "silicone granuloma" and "lymph node enlarged. And with cortical thickening at level I". Via MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ changes in sleep habits unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "stabbing pain, rupture." Healthcare professional reported "pain", "baker ii capsular contracture", "a small volume collection around the breast implant", "silicone granuloma" and "lymph node enlarged and with cortical thickening at level I" via MRI and ultrasound. Device has been explanted and replaced.